Event description:
Litigation alleges patient had pain after asr hip implant.

Event description:
Update: (B)(6) 2013. Litigation papers allege grinding, metal flakes in and around the socket, swelling, limited range of motion and elevated metal ion levels. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013-sales rep reported revision procedure to address pseudotumor. Part/lot information was provided. The complaint and associated mdrs were updated. There was no new information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.